Event description:
Per the medical article "asymmetrical expansion of balloon expandable transcatheter aortic valve prostheses" corresponding author dr thomas pilgrim, the aim of this study was to investigate the impact of asymmetrical expansion of balloon-expandable thvs on hemodynamic valve performance and clinical outcomes. 1,216 patients undergoing transfemoral tavr for native severe aortic valve stenosis with contemporary balloon-expandable thvs between february 2014 and june 2022 were include in this study. The following events were identified as pertaining to an edwards lifesciences device: the article reported in table 4 bioprosthetic valve performance and clinical outcomes according to tavr asymmetry index, moderate or severe hemodynamic valve deterioration was listed. No additional details were provided in the table or the article.

Manufacturer narrative:
E1 phone number (B)(6). Reference article, maznyczka, annette, et al. "Asymmetrical expansion of balloon-expandable transcatheter aortic valve prostheses: implications for valve hemodynamic and clinical outcomes." Cardiovascular interventions 17.17 (2024): 2011-2022. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2022. For this reason, the first day of the reported study period (01-february-2014) was used as the occurrence date. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to reference related reports. This is one of six manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2025-00454, 2015691-2025-00455, 2015691-2025-00456, 2015691-2025-00457, 2015691-2025-00458, 2015691-2025-00459, 2015691-2025-00460.